Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx-battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: a review of the available pump history showed no evidence of alarms related to the complaint. During testing the returned battery cap secured appropriately to the pump and the pump powered on appropriately. Multiple load steps were performed without any noted issues. The pump electrical current draws were tested and were found to be within specifications. The pump was opened and no moisture or loose components were observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.